Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the lead exhibited elevated thresholds. The (B)(6) 2011 the lead was explanted and replaced.